Event description:
The customer reported discrepant troponin I (access accutni) results, for one patient, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system and access accutni calibrator. An initial positive result, above the acute myocardial infarction (ami) limit, was obtained. Subsequent testing of the patient¿s sample, on the same instrument, produced two negative results within the normal reference range. The sample was then tested on an alternate unicel dxc 600i system and generated a positive result above the ami. The patient was admitted to the hospital based on the original result. The customer spoke with the physician and confirmed that the patient had myocardial infarction (mi) based on the electrocardiogram (ECG) results. There was no report of patient injury or change in patient treatment associated with this event. The patient¿s sample was collected in 13x100 mm plasma tube and centrifuged at 3,000 rpm (rotations per minute) for ten minutes. The plasma sample was normal in appearance. Quality control (qc) is performed every 24 hours and was within specifications prior to the event; qc was not performed at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer (fse) performed precision testing and troponin results of 0.00 ng/ml were sporadically obtained. The reagent pack was replaced and no further troponin results of 0.00 ng/ml were obtained. System verification testing (high sensitivity system check, system check, precision testing, and quality control) was within the assay/instrument/laboratory specifications following the reagent pack replacement. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. A definitive cause of the incident could not be determined with the available information.